Manufacturer narrative:
Device history record (DHR) review conducted on september 16, 2024 indicated that the device was supplied meeting its specifications on september 16, 2024, a review of IFU for customer complaint was performed - the nature of the complaint indicates that the device was used not according to IFU recommendations. On september 17, 2024, a device analysis was performed. Final complaint report signed on september 29, 2024, revealed the following conclusions: a. The DHR of the production lot elmusb0105 indicating that the product was supplied w/o unusual percentage of rejections of the stents or delivery systems. B. Per the analysis report and the procedure angiogram evaluation, the stent was most likely subjected to application of extensive force when attempted to cross over a challenging anatomy. C. The IFU instructions were deviated - same stent used three times. The IFU specify not to use (reintroduce into the artery) the same stent after its pullback from the artery, as it may cause a damage to stent. D. The investigation result indicates that the returned product was supplied to the customer meeting specifications. E. The events described in the complaint were addressed in the elunir-perl dfmea report - risks remain low, no new risks were revealed. F. No patient injury reported.

Event description:
The following information was received from the distributor on august 13-2024: elunir-perl 3.5x24. Lesion: proximal circumflex a 2.5 15 semi compliant balloon was used to prepare the lesion. Perl 3.5 24 was opened and tracked into the lesion but it could not cross the circumflex fully. Perl 3.5 24 was retrieved and the lesion was pre dilated again with a 3.0 15 nc balloon. Perl 3.5 24 was tracked into the lesion again. This time around it went in a bit further but could not completely cross the lesion. The physician tried pushing for quite a while but to no avail. A telescope was then opened and tracked into the lesion. Perl 3.5 24 was once again tracked through the device into the lesion but it still would not cross. Upon trying to retrieve the perl 3.5 24, it dislodged upon almost exiting the device and the stent was found to be badly. Flared on the proximal and distal ends. An on other system of similar size was opened and this crossed the lesion with ease. Patient is ok. The stent(. Perl 3.5 24 ) will be returned to medinol. Additional information was received from the distributor on august 13, 2024: 1. The product may be returned to the company for the investigation. 2. The stent was not implanted (other stent used and implanted). 3. Several attempts to use the system were made. 4. No death, nor injury to patient was reported. 5. The lesion (proximal circumflex) was not crossed. Additional information august 14, 2024: 1. The full angio record is unavailable 2. Stent was inspected before 2nd and 3rd insertion attempts.